Event description:
Customer reported seeing bubbles rising into the primary bag after hanging a secondary bag. The event was confirmed by the facility's clinical engineering. Although requested, no other info was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR. The reporter was unable to locate the product at the facility. No model or lot number were identified; therefore, a review of the mfg data could not be performed.